Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with implantation of a 350cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient experienced weight gain, brain fog, joint pain, and sinus allergies. A consultation with a medical professional was conducted. Additionally, the symptoms listed are consistent with a generalized illness. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from (B)(6), m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). As a result, the patient underwent removal on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-02840 for the contralateral event.

Manufacturer narrative:
On march 24, 2022, the mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 19, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).